Event description:
It was reported that on (B)(6) 2007 patient reported neck and shoulder pain with radiographic imaging revealing a herniated disc at c5-c6. History of neck injury dating back to 2006. Patient underwent a cervical fusion (acdf) c5-c6 using rhbmp-2/acs and instrumentation (B)(6) 2009-patient returns to original surgeon for a new visit. He was last seen in the off six months out from the acdf at c5-c6 in 2007 and he was having a small degree of neck pain when at work, but otherwise doing well. X-rays at the time were good. Since then, he has slowly progressive neck pain. Today x-rays show there is no loosening of the hardware. There appears to be bridging bone in the disc space, but the film is somewhat over exposed. His degree of pain suggests either a failed fusion or an adjacent level problem. (B)(6) 2009-MRI of cervical spine shows there is a mild right-sided herniation of the level below c6/7. This did not appear to compress the nerves or the spinal cord and does not need to be removed. There is verification of the fusion at c5/6 and ruled out any significant problems elsewhere in your neck. (B)(6) 2009-patient reports continued neck and back pain post cervical fusion done (B)(6) 2007; subsequent to his original surgery, he had relief of his arm symptomatology in terms of the numbness and pain, but never had any improvement in his neck pain. In fact, her reports the neck pain has gotten worse. He has been to several physicians for evaluation. The pain is mainly in the midline neck up to the base of his skull. (B)(6) 2010 CT of the cervical spine shows anterior cervical fusion spanning c5-c6. Severe left foraminal stenosis secondary to uncovertebral spurring at this level. (B)(6) 2011-patient starts pain management, but states he would like to be considered for fusion augmentation surgery. He has been told it is a procedure that may or may not benefit him. At the time of the visit a non-union is not seen on the radiographs (B)(6) 2011-patient reports during pain management visit that his pain is manageable. Continues to do well as of (B)(6) 2012. Neck and back pain managed with medication, sleep and anxiety treated. (B)(6) 2012-at return visit patient reports having troubles swallowing pills. He feels they get stuck in his throat. He reports no problems with liquids. (B)(6) 2012-follow up visit. Patient reports that he is taking up to 8 oxycodone daily and is the best for him in addition to the fentanyl patch. (B)(6) 2013-patient describes running into things and feeling reckless. Denies vertigo or any issues with his vision. (B)(6) 2013-cervical myelography shows interbody fusion is seen at c5-c6 with plate and screw fixation, decreased filling of the c7 nerve root sheath. Cony osteophyte and pathology contribute to right foraminal stenosis at c6-c7.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.